Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during deployment, prior to unlocking the deployment lock, the delivery system was pulled back slightly resulting in full deployment of the stent; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an almost totally occluded vessel without tortuosity in the superior femoral artery (sfa). Pre-dilatation was performed with a balloon. A supera self-expanding stent system (sess) was implanted without issues. The 6.0x100mm supera sess was the second stent positioned but before the lock was opened the stent released by itself. An additional absolute stent was implanted without issues as the lesion was very long. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.